Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant rupture". Confirmed by ultrasound. Device remains implanted. This relates to the left side

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified a broken device, and red particles on the surface of the device, labeled as left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.